Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the device. Further review indicates the event may be due to fibrotic growth around the lead tip. Additional information has been requested and not yet received. The patient was in stable condition.